Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrioventricular delay (avd) was modified on this device. A week later the patient was seen again in clinic. There was an improvement in the patient¿s cardiac blood levels however x-ray confirmed worsening cardiomegaly. The physician noted that the programming changes were not effective for the patient. An echocardiogram was later performed and confirmed that the heart function had improved. The device remains in service and the patient will be monitored.